Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old male patient had impella 5.0 pump inserted in the right axillary for post-cardiotomy cardiogenic shock (pccs). The patient was implanted on (B)(6) 2020 and explanted on (B)(6) 2021. It was reported the patient develop sepsis while on impella support. As a result, the patient was administered antibiotic agents and the mcs device was replaced. No further information was provided.